Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. No system logs from the reported event date of (B)(6) 2019 were present on the returned device. System logs generated prior to the reported event date confirm periods of abnormally high impedance which prevented target temperatures from being achieved. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively be determined as no abnormalities were identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the probes were not reaching temperature on a two-probe lesion. Troubleshooting included trying multiple probes and ports, verified good grounding placement, power cycling the generator, and trying multiple outlets, but the issue remained. The procedure was already underway when the case was cancelled. There were no adverse consequences to the patient.